Event description:
Customer reported that the elevated blood glucose level, diabetic ketoacidosis, and subsequent hospitalization were due to a bent cannula.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer declined troubleshooting with tandem technical support. Additionally, customer alleged the non-tandem sensor failed which made managing bg levels harder without the use of a continuous glucose monitor. Subsequently, customer was hospitalized. Customer was unable to provide details regarding hospitalization treatment. Reportedly, the customer was released 3 days later with the issue resolved.

Manufacturer narrative:
This event was inadvertently reported as event was due to a bent infusion sent cannula. Complaint has been forwarded to infusion set manufacturer.